Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8 and h10. The investigation is complete. Review of the most recent repair record determined the device calibration was out at the zero reading and the motor speeds did not meet specifications. The motor, eccentric shaft, plug harness, o-ring, and various bearings were replaced and resolved the reported issue. Review of the previous repair record identified the motor, o-rings, and various bearings were replaced, which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was not running at full speed. The malfunction occurred during testing. Therefore there was no patient involvement. No adverse event was reported as a result of this malfunction.